Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01552 and 3005099803-2012-01554 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varicose vein procedure performed on (B)(6) 2012. According to the complainant, during the procedure, upon deployment the first band of the speedband device (mr # 3005099803-2012-01552) failed to release. The device was withdrawn from the patient, and then a second speedband device (mr # 3005099803-2012-01554) was used. Reportedly, upon deployment, the first four bands released from the ligator head; however, the fifth band failed to fire. The physician completed the case using the second speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01552 and 3005099803-2012-01554 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varicose vein procedure performed on (B)(6) 2012. According to the complainant, during the procedure, upon deployment the first band of the speedband device (mr # 3005099803-2012-01552) failed to release. The device was withdrawn from the patient, and then a second speedband device (mr # 3005099803-2012-01554) was used. Reportedly, upon deployment, the first four bands released from the ligator head; however, the fifth band failed to fire. The physician completed the case using the second speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the strap, tripwire, spool, suture, ligator head, and spool were returned for evaluation. The teeth of the ligator head were found damaged. There were five blue bands and one white band on the ligator. One of the blue bands has been split in-two however; is still is attached to the ligator. The suture was attached to the tripwire and to the ligator head; however, the two were tangled together and the loop of the tripwire has been broken, rendering the device non-functional. Additionally, the tripwire was found bent in several location along its length. Slight indentations were observed in the groove of the spool, which indicate that an attempt was made to cinch the tripwire. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the tripwire loop has been broken, rendering the device non-functional. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed